Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer upgrade kit was installed during the service call. The system tested and found to be working as intended and put back into service.

Event description:
It was reported that the system takes several times to boot up. There was no patient injury or death reported.